Manufacturer narrative:
The insulin pump was received with normal operating currents. The pump also passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The pump was unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. The motor was tested outside of the device and passed. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 327 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.